Manufacturer narrative:
A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the 21st of april 2017 through awareness date on the 21st of may 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 5, maintenance procedures, under section 5.6 column replacement states the following: 5.6 column replacement: replace the column in the following situations. 1. When the pressure is more than what is indicated on the column inspection report + 4 mpa and is not reduced by filter replacement. 2. When peaks on the chromatogram (particularly the shaded sa1c peak) have become broad or broken into two fractions. Caution: if this phenomenon is observed only with a specific sample, column deterioration may not be the cause. Other factors, such as a hemoglobin variant, could be the cause. 3. When assay results for quality control samples are consistently out of the assigned ranges even after re-calibration. 4. When the calib error persistently occurs. Please contact technical support if the above issues are not resolved after column replacement. The filter has been in contact with blood samples. Wear protective clothing (glasses, gloves, mask, etc.) And take sufficient care to prevent infection during replacement and handling. Caution: when a calibration error occurs or control results are not acceptable, it may be necessary to replace the column. 1) if the analyzer is not in stand-by state, wait for the assay to end and stand-by to be displayed. You can also change the state to stand-by state by pressing the stop key. 2) open the door below the display, remove the latch, and open the column oven. 3) next, remove the old column. 4) confirm that the sv1 key is open (o) on the main screen (second screen). 5) place lab wipes on the filter side (right side) of the column flow line. 6) press the key to start the pump. 7) remove the protective plugs of the column. Retain the protective plugs because they are necessary for long-term storage of the column. 8) connect the new column to the pump (inlet) side only, taking care of the flow direction shown by the arrow on the label, which should be right to left, and let the buffer flow into the column. When buffer comes out of the open end of the column, press the key to stop the flow. 9) connect the column outlet to the detector side (left side) and press the key to start the pump. The fluid will begin flowing. 10) make sure that the pressure falls within a range less than the original pressure (which is indicated on the column inspection report) + 4 mpa and that there are no leaks from the column connections. 11) place the column in the aluminum block, close the column oven cover, and lock the latch. 12) press the key to stop the pump. Caution: the used column has been in contact with blood samples. Therefore, wear protective clothing such as glasses, gloves, mask, etc., when handling. Dispose of the column as infectious waste in accordance with your facility's waste disposal procedures. 1. Be sure not to use any other column than the column for the tosoh automated glycohemoglobin analyzer hlc-723g8. 2. After connecting a new column, reset (zero) the column counter in the reagent change screen. 3. Securely insert the inlet tube to the end with no space at the connections. The 221 #### not detect (#### is the peak ID). A specific peak (hemoglobin fraction) could not be detected. When this occurs repeatedly with some samples, the elution buffer may have become concentrated, resulting in unidentified peak detection on chromatograms. Never mix the buffers. When the error only occurs with specific samples, a hemoglobin variant may be present. The most probable cause of the reported issue was due to the column was past the warranted 2500 injections. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 221 #### not detect (#### is the peak ID) and reported hemoglobin a1c retention times between 0.56-0.57 minutes on their g8 instrument. The customer reported that the column count was 7805 injections, filter count 40 and filter flow rate was 1.11 ml/min. The technical support specialist (tss) advised the customer to replace the column since its past it's warranted 2500 injections. On a follow up call the tss was informed that the column was replaced. Customer ran calibration and quality controls and all results were within range. Also, the hemoglobin a1c retention time is between 0.59-0.60 minute. The instrument is functioning as intended and was released. The reported error resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.